Manufacturer narrative:
Philips service realigned image disks and restarted the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that fluoroscopy failed due to an image disk initialization error on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.